Event description:
On (B)(6) 2022, the patient/lay user contacted lifescan (lfs) USA alleging that his onetouch ultra mini meter read inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the initial call recording. The patient alleged that the product issue began on (B)(6) 2022, at approximately 1 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿246 mg/dl¿ with the subject meter. The patient manages his diabetes with a fixed dose of novolog insulin and claimed that he increased his insulin intake to 40 units in response to the alleged issue. The patient stated that immediately after the issue occurred, he started developing symptoms of ¿shakiness, nervousness and sweating¿. The patient informed that on the same day after he developed the symptoms he had to go to the hospital where a blood glucose reading of approximately ¿72 mg/dl¿ was obtained on an ER meter (patient also indicated that he did not remember exact reading). The patient claimed that after the reading was obtained, he was treated with a ¿sugar dope¿ by the emergency medical services (ems). Cc noted that the patient indicated during the call that he felt better around 8 pm that same day. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca walked the patient through a retest and the control solution test was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical treatment for an acute low blood glucose excursion after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.